Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device was explanted due to an infection in the pocket. Additional information received noted that the pocket never healed properly. Signs and symptoms included redness, drainage, pain and incisional wound opening. The primary location of the infection was the device pocket. Treatment included total device system explant. The patient outcome was infection resolved. See manufacturer's report # 3004209178-2011-00495 for other device system.